Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture and residue on product. Visual inspection found no visible damage to the lens. There was residue on lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.50/+1.5/161 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to lens was too long. The lens was exchanged for a shorter lens and the problem was resolved. It was the surgeons preference to change the lens.